Event description:
The customer reported being at the emergency room due to high blood glucose of 1200mg/dl. The customer was wearing the insulin pump at time of his admission. The customer experienced vomiting, excessive thirst and urination. The caller was sick with stomach virus, and his glucose level did not drop, which lead to his hospitalization. Troubleshooting was performed. The time, date, and settings were correct. Assisted the customer to run a fixed prime test and the insulin did exit. Advised the customer to call back when the tubing clamp arrives to complete the testing. The customer did not feel comfortable and requested a replacement of the insulin pump. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.